Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was crack on the probe. There was scratch around the crack and the coating of the probe was partially missing around the scratch. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe was damaged when the user activated output while contacting with metal or something hard object. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a hepatectomy, the subject device was used. An unspecified error occurred. The intended procedure was completed with another device. There was no patient injury reported. On february 18, 2019 olympus medical systems corp. (Omsc) found that the coating of the probe was partially missing. This is the report regarding the missing coating of the probe.